Event description:
It was reported that patient received multiple inappropriate therapies. Subclavian crush damage to the lead was confirmed by x-ray. It was reported that the patient recently had a fall. The lead was capped and the ICD was downgraded to a dual chamber pacemaker. The patient condition was fine post procedure.